Manufacturer narrative:
(B)(4). Date of initial report : 10/05/2015; date of follow-up report: 12/21/2015. One used ls1037 device was received for evaluation. Visual inspection found no defects. The device was then activated multiple times in different positions on simulated tissue. The device failed to activate intermittently and would self-activated when shaken, confirming the reported issue. An inspection of the activation switch found two black retain posts were missing, which allowed the post and purple button to have added movement, causing the self-activation condition. Review of the relevant device history records found no potentially pertinent entries to the reported issue, and a review of the manufacturing process shows that there are multiple checks in place that would detect this issue if it occurred during assembly. In this case, the root cause of this failure was undetermined, and no trend has been identified for this complaint.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not providing output on some occasions. This occurred during testing prior to use on the patient. The device was returned to covidien for investigation and initial inspection discovered that it would self-activate.